Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the oxygen saturation (spo2) value displayed remain 100%, but the status of the patient was bad. It was stated that the sensor was replaced and the value started to change. The customer reported there was no patient harm.